Event description:
The customer reported to olympus, the evis lucera elite video system center image black screen. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation could not identify the issue within this product group. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.